Event description:
It was reported that the implantable pulse generator (ipg) migrated and was irritating underneath the patient's rib cage. The patient underwent an ipg repositioning procedure.

Manufacturer narrative:
Correction to the initial MDR in blocks: b5 and h6.

Event description:
It was reported that the implantable pulse generator (ipg) was irritating underneath the patient's rib cage. The patient underwent an ipg repositioning procedure.